Manufacturer narrative:
Correct reporting institution phone: (B)(4). Correct reporter phone: (B)(6).

Event description:
It was reported that the device's packet plates need replacement. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device's packet plates need replacement. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement plates were ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the plates, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.